Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A patient underwent a second revision surgery on (B)(6) 2020. The case was conducted because the patient had pseudoarthrosis and screws had loosened. While removing the loosened screw at the sacrum to replace it with new one, it was found broken. The proximal section was removed while distal portion, approximately 40mm remains impacted within the patient's sacrum. The event caused over a 30 minute delay in the case. The arsenal spinal fixation system was initially implanted on (B)(6) 2019 as a replacement and extension for a previously implanted zodiac construct.

Manufacturer narrative:
The returned implant is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
An evaluation of the returned polyaxial screw could not determine root cause. Under magnification, the fracture patterns exhibit two separate possible outcomes based on both the evidence and description of the event. 1. Revision surgery was conducted because the patient had pseudoarthrosis and screws had loosed. This would be consistent with the pattern which has a large smooth flat surface with ridges where the crack spread likely under fatigue until failure occurred. 2. When removing the loose screw at the sacrum, it was found broken. The second pattern displayed appears to be in a torn and ripped motion. The elevated high points are jagged, pointy and rough. This would likely be consistent with a difficult removal. Twisting, bending and prying in an attempt to extract the distal threaded portion which may have become entrapped by boney ingrowth throughout the 10 months of implantation.